Manufacturer narrative:
(B)(4). Batch # t5a55a. Device analysis: the analysis results showed that one ecr60g reload was received partially fired 2/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Partial fire. It was reported that during the endoscopic left upper lobectomy surgery, could not fire farther after fired 1/3 when severing bronchus tissue on the 3rd firing. 2/3 staple line was not good, some staples were malformed and not deployed in the tissue. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.